Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) identified that the open/close sensor for auxiliary half height sub drawer 2.1 appeared to have failed. A visual inspection confirmed the hard stop, sensor placement, latch, spring, and assembly were all in working order, yet the drawer remained unresponsive. Further inspection revealed the sensor wire was pinched. The fse replaced the open/close sensor and performed a final test and the drawer responded correctly and functioned as expected. Checked all cabling, all appears to be in good working order. Fse installed rear bumper kit and network plugs and tightened hard stop screws on several drawers in the main. The system functioned as intended after the field service engineer repaired the device.